Event description:
It was reported to tyco healthcare/kendall in 2007, that the PICC was leaking at the port hub up near where the clear catheter connects into the hub. The PICC had to be removed and replaced with another PICC.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.